Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, root cause was localized to a circuit board failure. Specific root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; due to a defective printed circuit board, an alarm sound was generated and the front panel turned off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high flow insufflation unit panel light did not light up. The issue occurred during preparation for use for a therapeutic laparoscopic surgery. The procedure was completed using a similar device. There were no reports of patient harm.